Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: abraxene was infused over 5 mins vs 30 minutes. Pumps showed 25 minutes left on therapy but bag was dry.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). Investigation results: the reported issue was not present during investigation. Volumetrics of 234ml/hr and 117ml (dl: abraxne; piggyback) tested in spec at 115ml or 98% of expected volume with no interruptions or alarms. Perform preventive maintenance service. Log review shows on 9/21/2022 and 4:53pm an infusion start of 234ml/hr and 117ml (dl: abraxne; piggyback). At 4:58pm an upstream occlusion alarm stopped the infusion with a volume infused to 20.25ml. At 5:00pm infusion was started and at 5:01pm infusion was stopped with a total piggyback volume infused of 21.32ml before pump was set to primary.